Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed the customer complaint. The fse reported that unit was just recently repaired and the power supply and motor controller board were replaced for a similar complaint. In addition, a preventative maintenance was also done at the time of the previous repair. Although the symptom was very similar to the recent repair, the fse suspected that the cause of this problem was due to a bad solenoid driver board and noticed a faint burning smell during his inspection of all the wires for possible electrical short. However, he was unable to find any evidence of an electrical short. During his troubleshooting the fse also found new motor controller board installed, but the problem still remained. The fse replaced the solenoid driver board and the iabp worked fine. Unit passed all performance, functional and safety tests and was put to fun for few more hours on monday ((B)(6) 2018) to ensure no shutdown would occur before releasing this unit for medical use. The biomed confirmed operation of the iabp after it ran for few hours and the iabp was returned to the cathlab for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shutdown immediately after it was turned on and prior to use on a patient. No adverse event was reported.